Manufacturer narrative:
One device was received for evaluation. Functional testing was unable to duplicate the reported problem. It was determined that the most probable cause is an intermittent main board failure and the real time clock battery. The main board and the real time clock battery were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - initial reporter phone: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a few days earlier, the device stopped working in the middle of treatment and upon checking the event log, there was a system fault that produced error code 46828 with all date and time data lost while reverting to 0:00:00 on (B)(6) 2005. There was a patient involvement and unknown patient harm/adverse event reported.